Event description:
It was reported that the stent moved on the balloon. The patient was admitted to the hospital with chest tightness and angina pectoris. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 24 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, resistance was felt and when crossing the lesion, the stent moved from the balloon. The device was simply pulled out, and it was noted that the stent strut was damaged. A new 12 x 2.50 promus premier drug-eluting stent was then advanced; however, when crossing the lesion, the stent also moved from the balloon. The device was removed and noticed that the stent strut got damaged. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).